Event description:
The reporter did back to back blood glucose tests, within 10 minutes, using separate fingersticks. His results were 210 and 85 mg/dl. He did not have any symptoms. On follow-up, the reporter stated that reporter had no problem getting good sample. Reporter checks the confirmation dot for enough blood and compares it to the color chart on the vial. Reporter did not have control solution for testing. No harm was alleged.